Event description:
It was reported that x-ray examination confirmed that this left ventricular (lv) lead was dislodged which lead to a loss of capture. The physician decided to explant and replace this lead. It is unknown if this lead will return. No additional adverse patient effects were reported.